Manufacturer narrative:
Follow-up #1 date of submission, 09/18/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/01/2015 with the following findings: during investigation, the complaint was unable to be fully investigated due to additional failures. Unrelated to the original complaint, when the pump was opened up, a failed display flex was found but the test display screen operated properly. The display powered on to a blank screen. It was also observed that the threads on the battery cap were stripped and the cap was unable to be secured. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.